Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. The system operates as intended.

Event description:
The customer reported that the system failed to come out of sleep mode, locked up and required a system reboot to regain functionality. There is no report of injury or death associated with the event described in this complaint.